Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that there was a deviation in flow rate accuracy. The dosage displayed on the pump and the residual liquid in the cassette were different from the planned amount. The fault occurred after patient use. There was no patient involvement and no health damage to the patient.

Manufacturer narrative:
One device was returned for analysis. Visual inspection showed the device was in good condition. Review of the event history log (ehl) showed no issues. A functional test was performed and the reported issue was not duplicated. The cause of the reported issue was unknown. As a result, a functional test was performed and passed. One repair request was received before; however, it was not related to the event. The repair request was on oct 26, 2023. (Ro#1329309).